Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/06/2013: cracked battery compartment and dim, unresponsive keypad buttons with contamination of the button contacts and a dim, discolored display.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the battery compartment was noted to be cracked from the case seal to the finger pad grip. The keypad cover was intact. On testing, the keypad buttons did not respond. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display was noted to be dim and discolored.